Event description:
The customer reported the emma was "consistently getting a low reading" as the measurements were "usually 5-8 under even after performing zeroing." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: device evaluation is anticipated. When the device is evaluated or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Manufacturer narrative:
Other text: the returned emma was evaluated. A clogged adapter error was triggered when an airway adapter was installed in the device. The module is unable to take measurements when the error is present. In this condition, accuracy testing could not be conducted. Therefore, the reported accuracy issue could not be duplicated. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the emma was "consistently getting a low reading" as the measurements were "usually 5-8 under even after performing zeroing." There was no patient impact or consequence reported.